Manufacturer narrative:
The t:slim x2 pump user guide states: "always confirm that the decimal pint placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to change the basal rate to .95u/hr, but inadvertently changed the basal to 9.5u/hr. The error was confirmed in the pump history. Tandem technical support assisted the customer with correcting the basal rate. There was no adverse impact to customer's blood glucose.